Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 15-nov-2022 to 14-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the orders were not crossing for a unit. A technical support specialist confirmed that the issue was with the customer's emr. The system functioned as intended.

Event description:
It was reported by the customer that a bd pyxis medstation es system orders were not crossing for one unit. The customer reported that the pharmacists were unable to see the unverified orders when patients were in a temporary location, v-rad-proc. This resulted in delaying patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the active directory servers were not working properly. A technical support specialist confirmed with customer that the issue was not a server issue. The issue was with the customer's environment. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system orders were not crossing for one unit. The customer reported that the pharmacists were unable to see the unverified orders when patients were in a temporary location, v-rad-proc. This resulted in delaying patient care. There were no adverse events or injuries reported based on this incident.